Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's pump case would not clip securely. Subsequently, the pump case fell, causing infusion sets to be pulled out. There was no reported impact to the customer's blood glucose. In addition, it was reported that touchscreen was "too sensitive" and that unspecified alarms occurred. The customer declined to troubleshoot with tandem technical support.